Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced occlusion alarm through troubleshooting identified that blockage is located at the site which leads to high bg and treated correction injection via mdi on (B)(6) 2026.